Event description:
I started using the medtronic sensor and blood sugar transmitter, called the sensor link, along with the 630g insulin pump. The insulin pump has not presented any problem, but the sensor has been given false blood sugar readings from the beginning. Blood readings below 70 mg/dl cause the insulin pump to shut down automatically when I check my sugar levels with a normal glucose meter readings are within the normal range, but the sensor indicates that the levels are high or very low. On several occasions the sensor readings and the glucometer have a difference of more than 80 mg/dl, putting my life at risk due to a product that has not been well manufactured or is simply not functional for everyone. I have contacted medtronic diabetes to make the complaints and they tell me that the product is good and that if it were not they would not have received FDA approval. The reality is that as a patient I have used medtronic diabetes continuous glucose monitors and they are not reliable.